Event description:
It was reported that during an unknown procedure, the device would not staple but cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon? Were there any malformed staples noticed? No staples were present after firing. Was the staple line incomplete or did it exceed the cut line? No staples were present after firing. Was the patient taking any anticoagulants or dvt prophylaxis? Can you please clarify what is meant by "patient reaction" on the document that was send with the complaint.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.